Event description:
It was reported that caller experienced multiple occlusion alarms, including alarm 2 followed by alarm 26, while using trusteel infusion set with humalog insulin. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resuming insulin, and technical support advised customer to contact support while actively experiencing occlusions and escalated recurring infusion set concerns to clinical field team before closing case.